Manufacturer narrative:
Updated: d1, d4 catalog no, d4 serial no, h4, primary UDI number

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. On (B)(6) 26 the customer¿s blood glucose (bg) level was displayed as "high" with ketones; however, specific value was not provided. Reportedly the customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged the following morning, (B)(6) 26.